Event description:
It was reported that on (B)(6) 2025, a 19mm amplatzer septal occluder was selected for implant using a 9f non-abbott sheath. During procedure, while deploying the device, it was noted that it presented in a cobra deformation. The device wasn't used. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 19mm amplatzer septal occluder was selected for implant using a 9f non-abbott sheath. During procedure, while deploying the device, it was noted that it presented in a cobra deformation. The device wasn't used. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 19mm amplatzer septal occluder was selected for implant using a 9f non-abbott sheath. During procedure, while deploying the device, it was noted that it presented in a cobra deformation. The device wasn't used. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient is stable.